Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During troubleshooting, the patient changed out the cassette however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the patient stated that she just changed out the supply bag, and not the cassette. The patient stated she had "cleaned off" the spike before putting a new bag on it. The patient then reconnected. Gts had the patient change out all of the supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.